Event description:
Approximately 6 months following cypher stent placement, the patient underwent follow-up cardiac catheterization. The patient was asymptomatic and a follow-up cardiac catheterization. The patient was asymptomatic and a follow-up stress test had been negative. Repeat coronary angiography revealed a complete stent fracture noted in the distal portion of the stent with diffuse in stent restenosis. No treatment was required. No re-hospitalization is required.